Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8048634.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue and the s2 lead was left implanted. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was confirmed. Analysis of the returned lead found a broken wire in the body near the terminal end of the lead. Electrical testing confirmed observation with all channels passing except for channel one; it read open. The root cause of the fracture is unknown as the patient did not report any trauma, falls or accidents prior to the reported event.